Event description:
Device 3 of 3. Reference MFR report# 1627487-2014-01652 and 01656. It was reported the ipg is protruding out of the pocket. As a result, the patient is experiencing persistent pain at the ipg site. Reportedly, reprogramming was attempted to no avail due to invalid impedances yielding from the occipital lead at the left backside of the neck. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.